Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for the mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown laparoscopic procedure, the teflon pad peeled off, exposing metal underneath. There was no reported patient injury, and no report of the teflon pad or other device fragment falling into the patient. The procedure was completed using another tb-0535fc device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and update the lot number. The device returned to olympus for evaluation. The evaluation did not confirm the complaint for peeled teflon pad with metal exposed underneath. The teflon pad was found worn and slightly deformed but with no metal exposed. There was no damage to the probe.